Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 224 mg/dl. The customer stated that it won/t let her press any buttons. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call indicating that the insulin pump had a cosmetic damage. Customer's blood glucose was unknown mg/dl. The customer stated that the crack is on top right corner of the insulin pump screen. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No moisture damage on the electronics noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.